Event description:
A bipap a40 was returned to the third-party service center for evaluation. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use. The bipap a40 was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed. There was no evidence of foam degradation inside the assembly. It was noted that the device would not power on and the data could not be extracted. In conclusion, the device's system board needs to be replaced to address the issue. The device was scrapped per customer request.